Event description:
It was reported that during a follow up after the patient went through MRI scan, the physician noted the device was in back up vvi mode. Restoring the software and reprogramming resolved the issue. All electrical parameters are in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.